Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with injections of fortum and vancomycin (ongoing, no further details). It was reported that the patient passed away. The cause of death was unknown. It was not reported if an autopsy was performed. The patient was recovering from the peritonitis at the time of death. Pd therapy and antibiotic treatment were ongoing at the time of death. No additional information is available.